Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00322 and 3010536692-2016-00324.

Event description:
Allegedly, the knee became lax laterally. All components were revised due to laxity.